Event description:
Extravasation of intravenous fluid requiring removal of shunt. Injection of contrast dye under fluoroscopy showed extravasation along course of catheter and into soft tissue at junction of catheter to port. The preceeding day rptr was able to aspirate blood before giving adriamycin, vinblastine platinum chemotherapy. Unable to aspirate after extravasation noted. Removed catheter showed 2 linear slits approx 1 cm long (parallel) at mid portion of catheter.